Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with a suspicion of postoperative infection. It was reported that consumer suspecting infection with l5 upper end plate destruction, cage removal and iliac implant were performed. Initial surgery was performed on (B)(6) 2020. Patient symptoms or complications as a result of this event was unknown. Product used correctly according to the directions given in the IFU/labeling. No further complications were reported.